Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 31-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 750 ml, flow rate: 8ml/hr. Procedure: external fracture open reduction. Internal fixation (orif). Cathplace: sternum underneath the nipple. It was reported a catheter break occurred. During the procedure a metal plate was placed and therefore the clinicians were not sure if the catheter was seen under imaging. While the catheter was being pulled out, there was resistance felt. However, the clinician continued to remove the device and that was when the catheter broke. The facility did not flush the catheter or reposition the patient at the time that the resistance was felt. The catheter was placed laterally through the sternum underneath the nipple on the right side of the patient. Additional information received 05-jul-2018 stated the healthcare professionals were unable to identify how much of the catheter was retained in the patient. A decision had not been made in regards to removing the retained catheter from inside the patient. Additional information 06-jul-2018 stated the physician gave the patient the option to have the catheter removed or left inside his body. The patient decided to not have the catheter removed. The patient was reportedly doing well. No additional information was provided.

Manufacturer narrative:
One sample device was returned. A visual inspection found that one silver-soaker catheter was returned. The returned catheter exhibited multiple kinking just below the female luer. The silver-soaker catheter was returned intact however, the infusion segment black tip was missing. There was evidence of stretching as well just below the 1st markings and continued throughout the catheter where the missing black tip and breaking noticed. When examined under the microscope magnification, the appearance of the catheter showed the mid body and infusion segment were different in outer diameter. The breaking point on the tip of the infusion segment appeared jagged/uneven when examined under the microscope magnification. Tensile strength was performed on the silver-soaker catheter using the instron machine. The catheter met specifications during the tensile test and no additional testing was performed. The investigation summary concluded that silver-soaker catheter was received fully intact. Tensile strength was performed on the mid-body segment and infusion segment and met specifications. The root cause for the reported broken catheter incident was determined to be incorrect use because during sample evaluation stretching was observed where the breakage occurred. Tensile strength was performed on the mid-body segment and met specifications. Additionally, per the information provided " while the catheter was being pulled out, there was resistance felt." All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a avanos medical, inc. Product is defective or caused serious injury.